Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital as they felt nauseas and their blood glucose (bg) levels were high. No specific bg levels were reported. The patient believes they may of had an adhesive issue. It is unknown how the patient was treated for the issue and when they were released from the hospital. Three follow ups were attempted but no new information was provided.